Manufacturer narrative:
(B)(4). The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting. The event was identified as a distributor complaint and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during a thr, the tc rev/rt/rt mod. Offset punch f. Femur's handle broke while being used to take the femur off. There was no significant delay and the procedure was finished using a smith & nephew back up. Patient was not harmed.